Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. As treatment, the pod was changed and a correction bolus was administered.

Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be kinked. The timing and cause of the observed kinked cannula is unknown. Fluid was able to travel the complete fluid path despite observed cannula damage. A leak test was performed. No leakages were observed. The pod data indicated there was no struggle to deliver insulin. Due to not being able to confirm the timing or cause of the observed cannula damage, it could not conclusively be determined if it contributed to the reported event or not. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.